Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was involved in flood. A field service engineer (fse) found that the device had been moved out of the flooded room and placed in storage for inspection. The fse determined that the device was completely out of commission due to extensive water damage. The machine was unable to power on, and testing could not be performed. The fse recommended that the customer need to obtain a new anesthesia pyxis station to replace it.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system was involved in flood. The customer stated that one of the rooms was flooded and the machine was completely soaked, water damage was reported. However, there were no delays or adverse events or injuries reported based on this event.